Event description:
The customer reported the alarm needs evaluation, the alarm appears to have some type of damage such as, broken case or buttons missing. Customer could not provide the date when the issue was found. No patient incident or injury was reported.

Manufacturer narrative:
Evaluation codes: results: evaluation of the returned product confirmed the reported issue; the led cover is pushed into the alarm case and there is debris inside the 9v dc receptacle. Unit powers on and the nurse call light turns on and off at the nurse call station when the cable is moved. (B)(4).